Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a fault code that indicated a low, out of range shock impedance was detected. The patient was seen in the electrophysiology lab. Defibrillation thresholds were tested and a 21 joule shock was not able to convert the patient. The local field representative (fr) was to discuss an action plan for the patient with the following physician. No additional adverse patient effects were reported. The device remains in service.